Event description:
Patient complained of burning in left leg near esu grounding pad site. We changed esu machine and checked grounding pad on left leg, no signs of trauma. Still complained of burning on left leg. Switched to new pad on right leg. No more complaint of pain. No visible injury to leg.